Manufacturer narrative:
Product ID 3093-28 lot# va03y4m, implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037 lot# serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the doctor noticed that the lead had migrated significantly deeper on x-ray. The doctor scheduled the patient to have the entire system removed and replaced. There were no patient symptoms or complications associated with this event.